Event description:
Caller reported a malfunction on a pump, resulting in the customer's blood glucose level exceeding 500 mg/dl, although the specific value was unknown and displayed simply as "high." The customer had not treated the high blood glucose level and did not require assistance from a third party. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.